Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an unrelated procedure and subsequently her scs system stimulation became ineffective. As a result, the patient stopped using her stimulation and had her entire system explanted on (B)(6) 2016. The patient had two model 3186 leads from the same lot implanted as part of her scs system.